Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post a chronic catheter placement procedure, the catheter was allegedly ruptured. It was further reported that blood leaked. Reportedly, patient had a blood loss and the catheter had to be removed. There was no reported patient injury.

Event description:
It was reported that approximately two months post a chronic catheter placement, the catheter was allegedly ruptured. It was further reported that the blood allegedly leaked from the catheter. Reportedly, the patient had a blood loss and the catheter had to be removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Five electronic photos were provided for review. The first photo shows a catheter in which there was a complete break near the crimp collar and the clamp was separated from the catheter. The second photo shows the hickman catheter implanted in the patient body and a circumferential break was noted on the lumen of the catheter near the crimp collar. Blood was noted to be leaking from the break. The third and fourth photo shows the receipt of the catheter. The fifth photo shows the product package of the broviac catheter with catalog number, lot number, and expiry date. Therefore, the investigation is confirmed for the reported fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.